Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.